Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012501243 was returned and analyzed. Visual inspection of the catheter was performed. The catheter exhibited a normal steering function, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide function was stuck, and the capture device was missing. The spiral array and the pebax tube near the dual lumen were torn, leading to exposed electrode wires. Additionally, the pebax tube was pinched and kinked between electrodes 1-2 and 2-3, and the spiral array was inverted. The catheter connected to a test catheter interface cable without resistance, securing the connection as both latches fully engaged with the catheter connector. The slide control function was stiff, even after attempting to soften the guidewire lumen with disinfectant to potentially dilute dried blood. The sliding motion was limited at the beginning of the stroke. The guidewire lumen could not be fully extended manually from the tip and retracted using the slide control, with resistance and stiffness noted when attempting to extend it. However, the steering function remained normal, with the distal catheter tip showing approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, allowing for successful therapy deliveries. Hipot testing verified the integrity of the electrode wires insulation. However, electrical continuity testing revealed an open loop at electrode e2. Imaging revealed that the nitinol ball was completely displaced from the dual lumen. Dissection showed a kink in the electrode wire within the shaft. In conclusion, the reported knotted array issue was not confirmed during testing and the loop catheter failed the returned product inspection due to an inverted array, exposed electrode wires, torn spiral array and pebax tube, and kinked electrode wire and pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, it was attempted to capture the catheter back into the sheath. It was observed that the nose of the catheter was knotted. An attempt was made to unknot the catheter in the left atrium, but it was unsuccessful. The entire array was eventually pulled back into the sheath while in the right side of the heart.the case was completed with pulsed field ablation. Post-procedure, wires were observed to be exposed on the catheter. No patient complications have been reported as a result of this event.